Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a manual correction injection. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.